Event description:
The pt stopped using the implantable neurostimulator for an extended period of time. He had surgery and believed the implantable neurostimulator was turned on. Stimulation made his legs jump. The pt didn't have a programmer to turn the device off or check if the device was actually on. He was seen in clinic by a field rep about 2 weeks after surgery. The device was off. Impedances were normal. Movement and palpation did not cause stimulation changes. Therapy was turned down to 0.0 volts and the pt continued to feel stimulation. The pt was given a new programmer. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).